Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Performance data collected from the device was received and analysis of the device memory found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and the implantable pulse generator (ipg) was reprogrammed from managed ventr icular pacing (mdp) to ddd pacing mode. The patient still experienced dizziness and a pacing issue with the implantable pulse generator (ipg) was suspected. The physician explanted and replaced the ipg. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex if information is provided in the future, a supplemental report will be issued.